Manufacturer narrative:
Review of procedure by software shows slight patient movement possibly contributing to a perforation. The cornea bed depth setting could also be increased from the current setting to avoid the potential of this happening with slight patient movement in the future and this type of cornea. System functioned as designed. Patient is doing well post operatively. No further clinical follow up required.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that during the post op visit for procedure ID: (B)(6) he noticed a full thickness arcuate. Doctor stated that the procedure was performed on (B)(6) 2025. Doctor is seeking review.